Event description:
The sales representive informed cpi that this patient with an automatic implantable cardioverter defibrillator (aicd) received multiple shocks. The physician performed an invasive procedure to evaluate the system. An insulation break was found on one of the model leads. The lead was replaced with a bipolar endocardial tined lead. The patient had two leads. It is not known which lead had the insulation break. The distributor assumes the leads were capped and remain implanted.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.